Event description:
--

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the explant procedure, the right ventricular (rv) and right atrial (ra) setscrews could not be loosened. The rv and ra leads were unable to be removed from the device header. The leads were surgically abandoned and the device was successfully explanted. A new rv lead and device were implanted, a new ra lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. All setscrews moved freely and operated normally. An is-1 lead was inserted with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.